Event description:
An erroneously high troponin (accu tni) result on a single pt sample that was generated by the synchron lx I 725 instrument. The accu tni result was 56ng/ml. The result was not reported out of the lab. Per laboratory policy, the sample was re-centrifuged and re-tested for accu tni. The repeat accu tni result of 0.3ng/ml was reported out of the lab. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.